Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had separated cable connection. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stain inside the charged coupled device (ccd) lens a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported event cable connection separating from the camera head (the cable coming off from the main body of the camera head) was traced to component failure. In addition, the cause of the stain inside the charge coupled device (ccd) lens was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.